Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use, the device had an inflation/deflation issue. There was no patient injury reported. The customer discarded the product, therefore no product will be returned.